Event description:
It was reported that patient unsure about which stryker implant he has. His surgeon has advised him to call and obtain a claim number. Patient is currently experiencing pain in groin and hip area. He is unable to life leg. He is laid off from work, he has lost his job, his house, and is in extreme pain. He has had blood tests and an MRI showed a growth around the implant, and he will require a revision. Patient to have revision next week. Update: it was reported that, metallosis at juncture of the modular neck to stem on rejuvenate implant.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.